Event description:
It was initially reported that the physician's handheld was performing slowly. The handheld and flashcard were returned to the manufacturer for evaluation. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. During the analysis, it was identified that the cyberonics.cdb database was incomplete/corrupt causing the handheld to display sql errors when an interrogation was performed. The most likely cause for the database anomaly is associated with the 8.0 upgrade being interrupted while it was creating the cyberonics.cdb database. No further anomalies were identified during the analysis.